Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui and vaginal relaxation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence and dyspareunia. It was also reported that patient underwent mesh removal on (B)(6) 2008 due to recurrence and on (B)(6) 2012 due to recurrence, as well. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and monarc subfascial hammock was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.